Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called stating that he experienced low speed and driveline disconnect alarms. The patient stated that his driveline was never disconnected. The patient went to the clinic and pump off and low speed events were noted in the patient¿s event history. The patient's system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported incident of a pump off and driveline disconnect alarms was confirmed during review of the log file of the system controller. The log file captured motor stopped events while the system controller was connected to the power module. The returned system controller was functionally tested and was found to operate as intended. No device functional issue was identified during the analysis. The analysis could not determine a root cause of the motor stopped events captured in the log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch report was previously submitted to FDA on 12/11/2014 (3rd ack received) with MFR report # 0002916596-2014-02180. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with cdrh emdr (emdr@FDA.hhs.gov). Approximate age of device: 1 year and 3 months. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.